Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the breast augmentation procedure while closuring subcuticular tissue, the loop broke. To resolve the issue and complete the case, the device was removed and another one used. No known impact or consequence to patient.